Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted due to high threshold measurements. It was determined that the high thresholds were due to the patient's anatomy, a massive infarction zone. The lead remains in use, however, a lead revision was performed because of the high threshold measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).